Event description:
Add'l info rec'd from MFR 3/2/00: hollister inc has reviewed the voluntary medwatch form number 1017274 and has determined that report number mw 1017274 did not contain sufficient info regarding the identity of user facility or medwatch rptr to conduct an investigation. Hollister inc considers this report to be closed.